Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer¿s blood glucose level was unknown at the time of the incident. Customer states pump was exposed to a high magnetic field. Customer was not able to open the menu and not able to do displacement verification test and self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download due to electronic assembles and motor assemblies damaged in case cutter. Unable to verify pump error 35 due to download difficulty.